Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to perform the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump had a corroded battery cap contact, a broken battery cap, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer to have experienced a blank display. Customer's blood glucose was 215 mg/dl. Customer agreed to return the device for analysis.